Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not avalable for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of arthroscopic meniscus suture of the left knee, after 2nd firing, when pulled the suture, pulled out the plate, and the suture and plate were broken. The product didn't returned to mitek for evaluation. Mitek then conducted visual inspection of the picture provided by customer. Visual analysis of the picture provided, determined that implants and suture are out from the needle. Not physical damages were observed. A manufacturing record evaluation was performed for the finished device lot number:6l54684 , and no non-conformances related to the reported complaint condition were identified. Based on the information currently available this complaint cannot be confirmed. As per IFU-109282, on the precautions, use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. The possible root cause for failure reported can be attributed to high tension applied. However, this cannot be conclusive determined as part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: d9, h3: it was inadvertently reported on the previous report that the device was returned for evaluation. These fields have been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopic meniscus repair procedure of the left knee, it was observed that the omnispan meniscal repair 27deg device pulled out as the suture was pulled after the second firing. It was further reported that both the suture and the plate were broken. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.